Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: d1, d3

Event description:
Upon further review of the reported event, there is no control unit leak

Manufacturer narrative:
Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. There was no harm to the patient or provider. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.